Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged threads on the power cable to the mobile power unit (mpu) patient cable was unable to be confirmed. The mpu (serial number: (B)(6)) was not returned for analysis. Additional information provided on 21jun2024 stated the threading on the black power cable connector split and would not allow for a full connection. The mpu will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had irreparable damage; the mpu was noted to have been dispensed on (B)(6) 2023. The threading on the black power cable connection on the mpu was split and did not allow for full connection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.